Event description:
The facility's biomedical engineering department reported a pump that was involved in an incident of overinfusion. The pump was reported to be infusing a piggyback of "calcium glutate", 6gm/500ml, and the intended delivery time was 12 hours. Forty minutes after the infusion had begun, the nurse went back to check on the patient and found the bag of calcium to be empty. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, and set up of infusion device.